Manufacturer narrative:
Findings: unit received with missing retainer ring and reservoir tube o-ring. Unit received with minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated there is crack in case and pump is not bumped or dropped. Customer stated crack is seen on the transparent edge of the cartridge compartment has loosened. Customer doesn't know how it happened. The customer was advised that we are sending replacement. The customer was asked verbally and in written form to return broken pump for analysis.